Event description:
Boston scientific received information that this right ventricular lead displayed noise and high out of range impedance measurements. A lead revision was performed. During the procedure, it was determined there was no issue with the lead, but rather with the device set screws. This lead was left implanted and in service. A device replacement procedure is intended. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.